Event description:
The field service representative (fsr) reported that during field installation of the device, the gas unit would not calibrate. There was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.